Event description:
A customer contacted beckman coulter regarding an erroneously high glucose (glum) result that was generated by the unicel dxc 600 pro synchron clinical system. The initial glum result was: 440 mg/dl. A critical rerun was automatically generated by the analyzer. The critical rerun result was: 420 mg/dl. The erroneous result was reported and then questioned by the medical staff. The customer re-tested the original sample for glum. The repeated result was: 300 mg/dl. A fresh sample was collected from the patient and was tested for glum. The rerun result was: 58 mg/dl. The initial reports were amended. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment that can be attributed to or connected with this event.

Manufacturer narrative:
There was no calibration errors, qc problems or instrument alarms on the day of the event. A field service engineer (fse) was dispatched to the customer's lab on 08/28/2007: the fse inspected the glucose module, and no hardware malfunction was identified. The fse performed precision studies which gave good results. The event log from five days earlier was reviewed by a software specialist. There was no indication that the glucose module had problems, nor were there any instrument error flags while the qc sample in question was being run. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.